Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported multiple complaints of the maxguard pressure set leaking at the connection site. The number of events, the event dates and the model of the mating product was not provided. There was no report of patient harm.